Event description:
Pt reported to his dentist that the socket of his oral appliance had broken off. There was no harm to the pt. The device was repaired by remaking the lower tray, and returned to the pt.